Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Review of the submitted log file showed the system operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the hm3 lvas. The heartmate 3 lvas patient handbook, rev. C, is also available and explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was received. A supplemental report will be submitted once the manufacturer's investigation conclusion is complete.

Event description:
Related manufacturer report number: 2916596-2021-07273. It was reported that the patient had acute heart failure and echocardiogram changes and their log files were sent in for analysis due to a "loss of external power" event. Technical services reviewed the log files and found several low power advisory events while connected to battery power on (B)(6) 2021. It was recommended that the battery and clip contacts be cleaned, and possibly replaced to resolve this issue. It was also found that on (B)(6) 2021 a total loss of external power while connected to the mobile power unit (mpu) had occurred. This was caused by a brief interruption to the mpu's power. The external backup battery engaged and no interruption to pump power was seen in the log files. It was also noted that the patient slept on battery power for a few nights, following the no external power event.